Event description:
Intermittent occlusion alarms were reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the occlusion events by changing the infusion set and cartridge, then resumed insulin use. Despite recurring issues, the customer declined additional assistance, and cts closed the case.